Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of display does not increment the volume being delivered. The pump was returned to the biomedical dept with a note that stated, "not counting dosage being delivered." No tracking info was provided; therefore, specific pt info, pump programming, or event details were no available. Though requested no further info was available.